Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. Functional testing revealed that the force sensing resistors (fsrs) were out of specification. The cause of the condition was not determined. The fsrs were replaced and the device was serviced to meet product specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have damaged force sensing resistors. No additional information is available.